Event description:
A revision surgery due to a plate breaking was reported.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility is foreign; therefore, a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.